Event description:
It was reported that 7 bd alaris smartsite needle-free valve experienced occlusion. The following information was provided by the initial reporter: the head nurse of PICC maintenance room reported that she could not exhaust the air and did not remove the liquid during prefilling.

Manufacturer narrative:
Investigation summary: a 2000e china sample was not available for investigation; however, the customer confirmed the complaint sample was from lot: 22015033. The feedback provided by the customer indicates a complete occlusion was detected at the smartsite component during priming. The customer also confirmed the connecting product was a lingyang luer slip syringe. As part of the feedback the customer provided a video of their experience; analysis of the video reveals the customer performed numerous unsuccessful attempts to prime the smartsite component using a lingyang luer slip syringe; however, after two minutes of disconnecting and reconnecting the syringe, the device was successfully primed and the patient was able to receive their medication (appendix 1). Furthermore, the customer also provided pictures of the male luer of the syringe; however, from the images provided it is not possible to identify whether raised edges or flash was present on the male luer and therefore contributing to the detected occlusion (appendix 2). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 22015033 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer (appendix 3 & 4). A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.